Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was unable to enter MRI mode due to high impedances on one lead. Investigation was unable to identify which led attributed to the issue. Patient also experience pain at the ipg site following a fall. Surgical intervention was undertaken wherein both leads were explanted and replaced and the ipg site was repositioned to address the issues. Therapy was restored post-op.